Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit has an alarm sound that suddenly beeps while waiting. When the power was turned on, the alarm suddenly sounded while the instrument was in standby. There was no patient involvement.

Manufacturer narrative:
The defective components were received for further investigation. The failure analysis and testing dept. Received rev. E, sn (B)(6) swemco with a reported unit failure of an alarm while machine is on standby. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual revision r. No failure confirmed. Board revision is obsolete and unable to be tested by the supplier. Retaining the part in the failure analysis and testing department per procedure number (B)(4). The non-conformance's with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes,investigation conclusions), h10. Additional fields: e1(event site state:40, event site postal code: (B)(6). It was reported that before use the cardiosave intra aortic balloon pump (iabp) had alarm sound that suddenly beeps while waiting. There was no patient involvement and no harm reported. A getinge field service engineer (fse) evaluated and said that when the power was turned on ,the alarm suddenly sounded while the instrument was on standby. Fse replaced (d670-00-1162) - pcb, power management to fix the issue. The inspection results based on the inspection record sheet were good. The unit passed all functional and safety tests to factory specifications. Unit was cleared for clinical use.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has an alarm sound that suddenly beeps while waiting. When the power was turned on, the alarm suddenly sounded while the instrument was in standby.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.